Event description:
New information noted states the pacemaker was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was at near elective replacement levels upon receipt. Analysis of device image revealed high current drain of approximately ten times that of normal current, which is consistent with increased duty cycle of the internal circuitry caused by a firmware anomaly. A device evaluation was performed, and no anomaly was found. The high current condition could not be reproduced during analysis. Additional findings: visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. Feedthrough leak test was performed, indicating no sign of hermeticity breach. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed premature battery depletion on the pacemaker. No changes or intervention were reported. The patient condition was unknown.